Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigational findings: image review found the celect-pt filter placed in a suitable location prior to planned surgery, but approx. 55 days after filter placement one primary filter leg demonstrated a grade 3 interaction and the remaining primary and secondary legs all demonstrated grade 1 interaction with the wall of the ivc. Filter perforation of the vena cava wall is a known risk reported in the published scientific literature. Also, published scientific literature describes that manipulation in the area of filter placement could contribute to changes to the filter configuration and placement thereby potentially initiate perforation of the vena cava wall. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to study: on (B)(6) 2016: the inferior vena cava (ivc) diameter at the intended filter location was 16.3 mm. There was no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. Using the right common femoral vein as the access site, a celect filter (lot # e3392626) was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pe. The filter neither deployed prematurely nor did the filter jump upon deployment. There was no evidence of filter fracture, deformation, or migration. Filter tilt was 6-< 11 degrees. There was no extravasation of contrast or filter legs appearing outside the column of contrast after filter placement. Analysis of the placement procedure venacavagram revealed no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. The filter was placed in the ivc infrarenal site and the ivc diameter was 19.0 mm. There was no evidence of filter migration, extravasation of contrast, or deformation. Filter legs did appear outside the column of contrast after filter placement. The angle of filter tilt in the ap view was 4.2 degrees. The patient was discharged on (B)(6) 2016. On (B)(6) 2016 (55 days post-procedure), an unscheduled abdominal CT, with IV contrast, was performed due to progression of malignancy with osseous metastatic disease present: site: grade 2 filter leg interaction with ivc wall. On 18-aug-2016 addendum read of the unscheduled abdominal CT performed on (B)(6) 2016 (55 days post-procedure), there were 11 filter legs with grade 1 interaction and one filter leg with grade 3 interaction, the organ affected with the vertebral body with no hemorrhage, hematoma, or other clinical findings observed at the perforation/puncture site. Patient outcome: the patient remained in the study.

Manufacturer narrative:
(B)(4). Investigation is still in progress.

Event description:
Description of event according to study: on (B)(6) 2016: the inferior vena cava (ivc) diameter at the intended filter location was 16.3 mm. There was no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. Using the right common femoral vein as the access site, a celect(tm) filter (lot # e3392626) was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pe. The filter neither deployed prematurely nor did the filter jump upon deployment. There was no evidence of filter fracture, deformation, or migration. Filter tilt was 6-< 11 degrees. There was no extravasation of contrast or filter legs appearing outside the column of contrast after filter placement. Analysis of the placement procedure venacavagram revealed no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. The filter was placed in the ivc infrarenal site and the ivc diameter was 19.0 mm. There was no evidence of filter migration, extravasation of contrast, or deformation. Filter legs did appear outside the column of contrast after filter placement. The angle of filter tilt in the ap view was 4.2 degrees. The patient was discharged on (B)(6) 2016. On (B)(6) 2016 (55 days post-procedure), an unscheduled abdominal CT, with IV contrast, was performed due to progression of malignancy with osseous metastatic disease present: site: grade 2 filter leg interaction with ivc wall. (B)(6) 2016 addendum - read of the unscheduled abdominal CT performed on (B)(6) 2016 (55 days post-procedure), there were 11 filter legs with grade 1 interaction and one filter leg with grade 3 interaction, the organ affected with the vertebral body with no hemorrhage, hematoma, or other clinical findings observed at the perforation/puncture site. Patient outcome: the patient remained in the study.